Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with hysterectomy due to sui. It was reported that following insertion the patient experienced pain, urinary problems, organ perforation, recurrence, bleeding, and dyspareunia. On (B)(6) 2013 the patient underwent a full explant of mesh due to recurrent sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a vaginal hysterectomy, bso, lysis of adhesions. The patient experienced pain, urinary problems, organ perforation, recurrence, dyspareunia. It was reported that the patient underwent sling removal on (B)(6) 2014. No additional information was provided.